Manufacturer narrative:
Additional information, device evaluation: b5, b6, d9, h3, h6, and h11. B5: upon follow up, it was reported that the patient experienced abdominal pain. On an unspecified date in june 2025, the patient was treated with ceftazidime and ancef intraperitoneal and was discontinued on an unknown date. No additional information was available. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was received for evaluation. Visual inspection by naked eye observed cuts alongside the patient line of the device. The device was then submitted to pressure testing and a leak was noted in the patient line due to the cuts in tubing. The reported condition of pinhole and leak was verified. The pull test was also performed and no separation was noted. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient "discovered a puddle of fluid on the floor" when using a homechoice disposables cassette. It was reported that there was a "pinhole in the tubing of the cassette". The patient developed abdominal pain and was diagnosed with bacterial peritonitis. The patient was hospitalized for the event and was discharged after 6 days. The patient received ceftazidime (intraperitoneal, discontinued) and ancef (intraperitoneal, discontinued) for treatment for the event. At the time of this report, the patient was reported to be recovering from the event. Pd therapy is ongoing. No additional information is available. On 17 june 2025, product surveillance contacted the pd nurse who reported that the pinhole is in the cassette. The event occurred on 6 june 2025. The patient was admitted to the hospital on (B)(6) 2025 and discharged on (B)(6) 2025. The patient was diagnosed with streptococcal peritonitis and still currently on antibiotics. The pd nurse has the sample available for evaluation.